Manufacturer narrative:
(B)(4) - wound closure with staples. Treatment with medication. Comes off prematurely. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement surgical procedure on (B)(6) 2015 and topical skin adhesive was used. Two days later, on (B)(6) 2015 the topical skin adhesive came off during the patient's recovery in the hospital and surgeon placed staples to support incision. However, the wound was not dehisced as extra interrupted, subcutaneous/subcuticular sutures had been put in place upon closing the initial incision in the operating room. It was also reported that the patient was given antibiotics because there is always concern for infection when something like this happens.